Event description:
It was reported that in mid-may, the patient was seen by the hcp. The patient experienced nausea, lightheadedness and dizziness. The patient's pump was scanned. The telemetry was reviewed; everything was fine. It was noted increased symptoms; decreased "concentration of morphine to help with constipation." The patient was to follow up with their primary care physician. It was planned for radiology to perform a roller dye study but it was then cancelled. Per hcp, the pump was replaced due to end of life; the patient did not experience symptoms. It was indicated there were catheter issues and the patient experienced withdrawal. The patient was placed on oral meds and was to follow up with another hcp for a revision. Telemetry at that time was normal and there were no pump issues. Following the revision the patient had recovered well and was receiving effective therapy. There had been no further issues. Per another hcp, the patient showed up at the emergency room. The pump was replaced due to a malfunction. The patient was seen for a follow up after the pump revision and was fine. Per (B)(4), the pump stopped working. The patient went into opiate withdrawal. The patient experienced nausea, shaking, twitching, sneezing, writhing and was unable to sleep or relax. When the symptoms became acute the patient went to the emergency room. The pump was replaced a few days later.

Event description:
It was reported that the patient's pump "failed". The patient was in the hospital for a week, and had a new pump implanted. It was reported that the patient went through withdrawal due to the product failure. It was noted that no pump alarms were heard. The patient went to the doctor the next day, and then went to the emergency room where he was given "strong intravenous drugs" until the pump was replaced a few days later. It was reported that there was good cerebrospinal fluid backflow, so it was believed the catheter was patent. The patient was discharged from the hospital on (B)(6) 2012. The device system was used to deliver morphine and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4) product type programmer, patient; product ID 8709 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies.